Event description:
I used the omnilux contour face mask for 10 minutes. Immediately after I had a severe migraine, dizziness and a change in my vision. I took my prescription migraine medication which helped but still had all the symptoms for hours. I attempted to use the mask once more thinking if I used medical grade eye protection (ipl eye patches) it would prevent issues. I had the same and worse symptoms the second use with eye protection. I had very blurry vision especially in my left eye and a piercing pain a quarter sized area on the back of my head which didn't go away for over 24 hours even with migraine medication. This reaction was something I've never experienced. I would turn my head and have sharp stabbing in the quarter sized spot, plus dizziness. This is all in addition to a migraine again I'd describe as the same as the 1st experience. I filled this out as a consumer which I am but I'm also a registered nurse. This product needs a more clear migraine warning description on product page. It does have a photosensitivity warning but I don't feel that explains how this device can affect migraine sufferers.